Event description:
In 2008, during a demonstration, the sales representative identified that the fixed angle drill guide was not dislodging from the plate correctly. The malfunction has the potential to cause an intervention as the effort to remove the drill could dislodge the tamped down spikes holding the plate to the bone.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.